Event description:
Revision recommended for asr implants - left hip.

Manufacturer narrative:
Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.